Event description:
It was reported that the p waves during the case were 8 mv and then 2 mv post op after an apparent vagal type episode. An echo was performed and there was no pericardial effusion noted. The p waves 24 hours post op were 0.7 mv and the thresholds were low as well. The right atrial lead was repositioned and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Concomitant product: 5076 implantable pacing lead 2012 (B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.